Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leak. Customer's blood glucose level was normal, did not require medical treatment. Customer also stated that they were not able to pull the cannula from the reservoir. The device will not be returned for analysis.